Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v798257, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had stimulation induced dyskinesia and dystonia with their previous lead implanted in the subthalamic nucleus. The patient experienced dyskinesia and dystonia when they were completely off their medication so the hcp concluded that stimulation was inducing the symptoms. Programming changed did not provide relief from side effects or improvement in motor symptoms. Unilateral deep brain stimulation was implanted for parkinson's disease. A revision was done on (B)(6) 2015 and the lead was explanted. New leads were implanted bilaterally in the globus pallidus internus (gpi). The old ins and extensions were also explanted and replaced. The patient was to be reprogrammed in several weeks. It was unknown of the issue was resolved. The patient's indication for use is parkinson's disease and movement disorders.